Manufacturer narrative:
It was reported that an unknown patient underwent an afib - paroxysmal ablation procedure with a smartablate irrigation tubing set. Device evaluation details: visual analysis of the returned sample revealed that the inner diameter of the device was cloudy; no other damage or anomalies were observed. Irrigation testing was performed and no bubbles were observed. Cloudiness on the smart ablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may be contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU). As a result of the cloudiness and microbubbles, an internal action was opened. The event described could not be confirmed as the device performed without any issues. Bubbles reported may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of smartablate pump. A device history record evaluation was performed for finished device number ac7276606, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Event description:
It was reported that an unknown patient underwent an afib - paroxysmal ablation procedure with a smartablate irrigation tubing set. It was reported that when the smartablate tubing was flooded with heparinized saline it turned "gray" in appearance and became filled with microbubbles along the entire length of the tubing. The tubing was switched with one with a different lot to resolve the issue and continue the case. No patient consequences were reported. The issue occurred during flushing. The tubing was not used on the patient. The bubbles were not detected after passing through the pump sensor because it was trying to clear upon set up. No error codes detected. The material observed was inside the tubing. The material observed in the tubing was loose. Bubbles in tubing is not MDR-reportable. Foreign material inside tubing is MDR-reportable.